Event description:
The customer reported loss of centralized pt monitoring. The caller identified an ethernet switch (a component of the device) that would not power on. No adverse events were reported.

Manufacturer narrative:
The component of the device identified by the customer as problematic has not been returned for evaluation. The catalog # of the subject component has not yet been identified.